Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that the barrel of a bd safetyglide¿ insulin syringe was broken. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
(B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the barrel of a bd safetyglide¿ insulin syringe was broken. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: two investigations were carried out. First investigation summary: investigation summary: customer returned (1) 1/2cc, 8mm, 30g bd safetyglide insulin syringe in an open blister pack from lot # 7257778. Customer states that the barrel is broken. The returned syringe was examined and exhibited a piece of the barrel broken off ranging from the 30 unit marking to past the 50 unit marking. Sample was forwarded to manufacturing (holdrege) on 08jun2018 for further review. Second investigation summary: on 12jun2018, holdrege received one (1) 0.5ml, 8mm, 30g bd safetyglide syringe in an opened blisterpack from batch# 7257778. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The stopper and plunger rod were assembled together and proper seating of the stopper was noted at that time. Additionally, no damage to the safety mechanism, cannula, hub or shield were noted. Cycle testing within the intact portion of the syringe barrel was completed with no notable findings. Probable root cause is a jam at the infeed dial on the printer, resulting in the break in the syringe barrel. As the damage did not remove the syringe barrel tip, the hub assembly and safety mechanism could therefore be assembled onto the syringe. A review of the device history record was completed for batch# 7257778. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for broken barrel on lot # 7257778. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Based on the above, no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the barrel of a bd safetyglide¿ insulin syringe was broken. There was no report of exposure, injury or medical intervention.